Event description:
Boston scientific received information that a drop in amplitude was noted in the right ventricular lead after a surgical procedure unrelated to the device. Loss of capture at maximum outputs and a gradual decrease in impedance was also noted. A boston scientific technical services discussed post-surgical procedure as possible reason of event and confirmed that as long as device was pacing vvi at 115 beats per minute, would indicate a change in rate and morphology if there was capture. Also suggested lead integrity if lead impedance was stable or there would be fluctuations if isometrics were done. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.